Event description:
It was reported that during the surgical procedure, the customer was unable to focus the wide angle camera head. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system camera had malfunctioned. The system was repaired by replacing the affected camera. As of june 26, 2006, there have been no reported recurrences of the issue at this hospital.